Event description:
It was reported that pump display had pixel issue with black blots in the upper left-hand corner that increased in size and affected ability to read and interact with pump screen. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.